Event description:
It was reported through the litigation process that one year and thirteen days post port placement via the left subclavian vein, an x-ray examination revealed and confirmed that the catheter had allegedly fractured and migrated to the patient's heart. It was further reported that the patient developed pain and swelling at port site. Furthermore, the fractured catheter and the port was removed by surgery, but a catheter fragment remained in the right ventricle. Reportedly, retrieval snare was used to grasp the catheter fragment in the right ventricle and was removed. The current status of the patent is unknown

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and thirteen days post port placement, patient presented to the emergency department with medical problem. The patient states that the port has been stuck in the heart since april and reports that her pain increases at night. She developed pain and swelling at port site. The patient had chest x-ray which revealed the porta cath is located in the right ventricle. Through the right common femoral vein approach, using real time ultrasound guidance a guidewire was advanced into the inferior vena cava. A sheath was advanced into the inferior vena cava and right atrium over the stiff guidewire. A retrieve snare was advanced through the sheath and used to grasp the catheter fragment in the right ventricle. The catheter fragment was successfully removed through the sheath. A small skin incision was made over the existing port and using blunt dissection, the port and catheter were freed and removed. Therefore, the investigation is confirmed for the reported fracture, material separation and migration. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that one year and thirteen days post port placement via the left subclavian vein, for administration of chemotherapy to treat lung cancer, an x-ray examination revealed and confirmed that the catheter had allegedly fractured and migrated to the patient's heart. It was further reported that the fractured catheter was removed by surgery, but the catheter fragment remained in the right ventricle. The current status of the patent is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 04/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.